Event description:
It was reported that the device reached elective replacement indicator (eri) in nineteen months and the patient and the electrophysiologist questioned early battery depletion. It was noted that left ventricular (lv) thresholds were high. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588, implantable pacing lead, (B)(6) 2012; 6947m, implantable tachy lead, (B)(6) 2012; 4076, implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The cause for premature battery depletion was not determined. Testing and evaluation of the hybrid reported normal operation with typical current drain levels and functionality. Monitoring for 24 hours at approximately 37c temperatures was performed. There was no confirmation of an abnormal high current condition that would have resulted in the accelerated battery depletion that was observed. The hybrid was fully functional, and the root cause of the failure could not be established. The stacked chip scale package (scsp) was optically inspected after removing all of the surrounding components. No copper trace anomalies were noted on the edges of the package. No hybrid related anomalies were found. The battery was further analyzed, and there was no internal short.

Manufacturer narrative:
Longevity was recalculated and device met 98% of expected longevity. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.